Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they are having a problem charging the implanted neurostimulator. Patient stated the recharger was hot and they had it on for 2 hours and it wouldn't hardly charge at all. Patient also stated they have to keep taking the battery out of the controller because it says it can't find anything and they has to reset the controller 2-3 times every time they tries to recharge. During the call patient verified no visible damage to the controller. The issue was not resolved. A request was sent to the repair department to replace the recharger device.